Event description:
On 13-apr-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-4020c-07 fastthread biocomposite interference screw broke at the final threading step. The physician was fixing the screw when it broke. This was discovered during a procedure with no patient harm. The case was completed with another screw. The patients bone quality was reported to be good. Additional information was provided 16-apr-2026: it was further reported this was discovered during a knee - acl/meniscus repair procedure with no delay experienced and no additional anesthesia administered. All fragments were retrieved from the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.